Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (3 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.002% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who had bilateral "blood pockets" in her axillae around 3 months post miradry treatment. Prior to reporting to the treating clinic, the patient lanced the affected areas herself. Fluid and old blood were drained.

Event description:
Clinic reported a patient who had bilateral "blood pockets" in her axillae around 3 months post miradry treatment. Prior to reporting to the treating clinic, the patient lanced the affected areas herself. Fluid and old blood were drained. Update: a culture was taken by patient's dermatologist and results were positive for staph and mrsa, which is resistant to antibiotics. Two sets of antibiotics (keflex) were prescribed. As of 5.4 months post-treatment, the clinic confirmed the patient recovered.